Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited a nonspecific product performance allegation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: f10: device codes. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited a nonspecific product performance allegation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. This lead exhibited was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "device problem excluded". Additional information was added to the following fields: f10: device codes. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited a nonspecific product performance allegation. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field. This lead exhibited was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.